Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The battery was returned to zoll medical japan for evaluation. The battery was installed into a test AED pro/AED 3 unit. The screen and shock button briefly illuminated; however, the device did not fully power on. Log review showed repeated electrode connection issues, leading to self-test failures in standby mode. This caused continuous battery drain and eventual device shutdown. Analysis of reports of this type has not identified an increase in trend. The operator's guide states that to prepare for an emergency, keep the defibrillation electrode cable connected to the unit at all times, even when the unit is not in use.